Event description:
It was reported to covidien that the display is defective. Missing segments on display. No pt harm reported.

Manufacturer narrative:
Covidien service verified the missing segments on the display. The display board was replaced.